Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date in 2007; inratio 1.1; lab 4.1; mean 2.6.; confidence limits 1.7-3.8. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. The inratio and lab value do not fall between the confidence limits. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.

Event description:
Caller alleged inaccuracy with inratio. Results as follows: date in 2007; inratio 1.1; lab 4.1. Medical intervention occurred, patient received a vit. K shot and their medication was adjusted.